Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple adverse events including bleeding, cerebrovascular accident (cva) (large right cva with midline shift), right ventricular (rv) failure, and multi-organ failure (continuous venovenous hemodialysis) (cvvhd). The patient had multiple pressors for blood pressure support, large volume ascites and elevated t bili/enzymes. The patient developed sepsis on (B)(6) 2020 with no recovery and expired on (B)(6) 2020. The cva was discovered on (B)(6) 2020 when a computed tomography (CT) scan was performed. Before this CT scan, the patient was off sedation for 5 days. At that time, they were very minimally responsive. The site reported it was possible the cva occurred the night after implant. The patient's device was not related to patient death. The patient eventually expired due to septic shock and multi-organ failure. The CT scan showed large acute to subacute infarct involving right parietal and occipital lobes and superior right temporal lobe and portion of the frontal lobe extending to involve right external capsule and posterior limb of right internal capsule. Additional information was received that the type of stroke diagnosed was ischemic. The patient had a history of cva prior to this hospitalization. In addition, they were hospitalized for extended period of time prior to implant. They had intra-aortic balloon counterpulsation (iabp) (with heparin) and was on dual inotropes (milrinone and dobutamine). Immediately prior to surgery, patient¿s heparin was stopped and they were given protamine. The reporter was unsure of the source of most recent infection. Prior to implant, the patient had prolonged methicillin-resistant staphylococcus aureus (mrsa) bacteremia, which had resolved at the hospital but reoccurred shortly after admission. Transesophageal echocardiography (tee) ruled out vegetation. Magnetic resonance imaging (MRI) suggested discitis, but was without contrast so unable to see if there was any abscess. MRI was suggestive of negative abscess and patient came back with negative blood cultures 4 weeks after being given antibiotics. It was suspected that lumbar spine was most likely the source of the original infection. New blood cultures were positive for e. Coli. Urinalysis results were negative and sputum cultures were positive but without a change in respiratory requirements. The pump was not believed to be directly responsible for the patient outcome. The device functioned appropriately throughout the patient¿s implant. No inappropriate alarms arose with the exception of low flow alarms at the end of the patient¿s life. Considering the patient¿s clinical condition, low flow alarms were expected. The patient¿s family did not wish to have an autopsy performed on the patient, so the device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.